Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The event occurred on an unspecified date in (B)(6) of 2025 involving a neutron¿ where the customer stated that, ¿s: patient received 3 cap changes during a 6-day period. 2 cap changes were prematurely done due to possible cap malfunction. B: patient was received blood transfusion on [redacted], a 2nd syringe (aliquot) was administered at 1740 in the purple lumen and came down at 2048. Before disconnecting the blood, the nurse (rn) noticed some blood on the threads of the cap. Rn wiped the outside of the cap with chg swab, but upon closer inspection the inside of the cap had a very small amount of blood. When flushing the line, the fluids flushing did not enter the empty space of the cap, the blood tubing had blood on the threads on the end. The rn believes that when blood was over primed where a small amount on the end somehow entered the cap when it was being connected. The rn kept the cap on patient to do a change with 4am lab draws to minimize entering patient line multiple times. Rn continuously checked on the cap to ensure no changes occurred. On [redacted] at 0352 cap on the purple lumen was changed (was unable to change cap on white lumen because it was infusing tpn/lipids/tacro). This cap was saved and given to unit educator. On [redacted] at 2132 the white lumen cap and line was changed as scheduled and changed the purple lumen cap to align the caps and lines to the same schedule. Reference and lot numbers below recorded in patient chart with cap change. R: I believe the tubing used for blood administration via syringe may have caused the blood to enter the inside of the cap due to over depression of the cap¿s silicone top. It is possible that the blood syringe tubing with the male luer ending/connector might be too long and doesn¿t have a ¿stopper¿ to prevent over inserting the male luer end into the neutron. Neutron cap with blood collected inside septum channel and septum channel stuck in open position after blood transfusions. It occurred multiple times during a 6-day period. The patient was a 2-year-old female. There was patient involvement and unknown adverse event.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.